Manufacturer narrative:
All available patient information has been included. No additional patient details are available. Complete patient identifiers: sid 55979105 and sid 55981181. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false decreased calcium results when processing on the alinity c. The following data was provided: sid 55979105: 4.8 and retest was 9 mg/dl. Sid 55981181: 5.8 and retest was 9.1 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
An investigation was performed for the customer issue and included a review of the complaint text, troubleshooting, a review of service history, a review of tracking and trending data, and a review of product labeling. Through extensive troubleshooting, service determined the tbg, syringe valve to syringe r1 (part number c-35016435-01) and tbg, syringe valve to pm sensor r1 (part number c-35016432-01) were the likely causes. Both parts were replaced, and the issue was resolved. The service history verifies no subsequent discrepant results have been reported since the parts were replaced. A review of the tracking and trending data did not identify any systemic issues or adverse trends associated with the erratic result issue described in the complaint. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation a product deficiency was not identified.